Manufacturer narrative:
The investigation is in progress. It is unknown if a sample is being returned. No sample has been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Two photos provided with the complaint file were reviewed. Both photos show that the plunger is broken where the plunger diameter transitions from the larger to smaller diameter. The front broken surface cannot be observed from the photos. No lot number can be determined from the photos. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an injector tip broke off. Additional information provided by the initial reporter that, unfortunately, the delivery system in question was likely broken 2+ months ago, so I have very little information to provide. I have spoken to the nursing group, and no one recalls a delivery system breaking, or being found broken. As a result, I am unable to provide very much useful information.

Manufacturer narrative:
Product evaluation: one blue handpiece injector was returned for evaluation for the report the injector tip breaking off. Two photos were received with the complaint file. The two photos provided with the complaint file were reviewed. Both photos show that the plunger is broken where the plunger diameter transitions from the larger to smaller diameter. The front broken surface cannot be observed from the photos. No lot number can be determined from the photos. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The handpiece injector was manufactured in january 2011. A visual inspection of the iol handpiece injector was performed and was deemed nonconforming. The plunger is broken at the transition to the smallest diameter in the front section of the plunger. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check could not be performed due to the damage condition of the plunger. The evaluation does confirm the tip region of the plunger is broken. The root cause for the damaged plunger condition cannot be determined from this evaluation. This handpiece has been in service for approximately eight years, and the reason for this broken plunger cannot be determined as it is a rare failure mode and would take some unknown force to bend the metal plunger to the failure point of breaking. The complaint information does not provide details of when the injector damage occurred, but assumes it happened during the cleaning process or from being dropped. The manufacturer internal reference number is: (B)(4).